Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: (B)(4) implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead impedance was increasing and the threshold increased also. Performance data was collected from the device and analyzed; a micro-dislodgment of the lead was suggested. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.